Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device does not confirm the reported event of device cracking, but did find the device to be broken. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that after surgery was complete, csp staff found a crack in the front, left middle portion of the attune femoral impactor. No pieces were dislodged and surgery time was not extended.